Event description:
Needle stuck in thigh which needs visit an urgent care centre to get needle removed [injury associated with device], needle broke [needle issue], medication leaked from injection site [injection site discharge]. Case description: this serious spontaneous case from the united states was reported by a consumer as "needle stuck in thigh which needs visit an urgent care centre to get needle removed (injury associated with device)" beginning on (B)(6) 2024, "needle broke (needle broken)" beginning on (B)(6) 2024, "medication leaked from injection site (injection site leaking)" beginning on (B)(6) 2024, and concerned a male patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "type 2 diabetes", ozempic 0.25/0.50 mg (semaglutide 1.34 mg/ml) (dose, frequency & route used- unk) from on (B)(6) 2024 for "type 2 diabetes mellitus". Dosage regimens: novofine plus 4mm (32g): ozempic 0.25/0.50 mg: (B)(6) 2024 to not reported. Current condition: type ii diabetes mellitus (duration not reported). On unspecified date on (B)(6) 2024, patient experienced medication ran down leg while injection, when removed it from skin the needle broke and stuck in thigh in which advised by healthcare provider to visit an urgent care centre to get needle removed batch numbers: novofine plus 4mm (32g): ns7k01a-2, ozempic 0.25/0.50 mg: pzfcw52. Action taken to novofine plus 4mm (32g) was not reported. Action taken to ozempic 0.25/0.50 mg was not reported. The outcome for the event "needle stuck in thigh which needs visit an urgent care centre to get needle removed (injury associated with device)" was not recovered. The outcome for the event "needle broke (needle broken)" was not recovered. The outcome for the event "medication leaked from injection site (injection site leaking)" was not recovered. Preliminary manufacturer's comment: on (B)(6) 2025: the suspected device novofine needle and ozempic have not been returned to novo nordisk for evaluation. Relevant information on product handline, training from health care professionals and injection technique are unavailable for complete assessment.

Event description:
Case description: investigation results: product name: novofine plus 4mm. Batch number: ns7k01a-2. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Product name: ozempic 0.25/0.50 mg. Batch number: pzfcw52. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. The batch was evaluated to be stable based on the batch record information, and no abnormalities in the information as well. It was difficult to conclude on the costumer complaint based on the received information, and without having the physical pen or 3d scan or the pen. To exclude internal damages caused by pre-assembly, need scans from the devices in question, prior to any internal trials and investigations performed on those. Eventually also the correctly disassembled devices afterwards. Since last submission the case has been updated with the following. -investigations results were added. -imdrf codes were added. -malfunction was updated to "no". -narrative updated accordingly. Final manufacturer's comment: 25-apr-2025: the suspected device novofine needle and ozempic have not been returned to novo nordisk for evaluation. Relevant information on product handline, training from health care professionals and injection technique are unavailable for complete assessment. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle and ozempic. Considering the nature of events (injury at the injection site and discharge), it could be related to incorrect handling of the products. H3 continued: evaluation summary. Investigation results: product name: novofine plus 4mm. Batch number: ns7k01a-2. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.